Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the valve on the vasoview 7 xb btt port would not allow co2 to flow into the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25cc of air through the balloon inflation port and submerge in water; no leakage were observed. The co2 insufflation port was tested; air would not flow through. Adhesive was observed in the insufflation opening on the body. Based upon the evaluation results, the reported complaint was confirmed. Additional evaluation needed. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).